Manufacturer narrative:
Blocks d9: the core system component was returned for evaluation. Block h3: at the customer site, a field service engineer replaced the ffr pimmette and fluid protection cable. Functional testing was performed and all tests passed with the system ready for clinical use. Visual inspection of the returned component found no damage observed. During functional testing, the component was connected to a lab system and functioned as expected with a pressure wire simulator, even with manipulation of the cable connection, and by connecting/disconnecting the ffr pimmette from the system. Block h6: the probable cause of the reported failure (pd pressure displayed artifacts that appeared to have a whip effect) could not be conclusively determined since no issues were detected during investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable. Block h3 & h6: at the customer site, a field service engineer replaced the ffr pimmette and fluid protection cable. Functional testing was performed and all tests passed with the system ready for clinical use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a core system was used in a procedure. During use, the pd pressure displayed artifacts that appeared to have a whip effect. The procedure could not be completed and the patient was transferred to another hospital for an ifr procedure the following day. No patient injury was reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.